Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation because the item was disposed of by the site. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. An instrument log review of the product related to the complaint cannot be performed at this time because there is insufficient product information that was available. A review of the site's complaint history did not identify any other complaints for this product. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the mcs tip cover accessory reportedly fell off the instrument and inside the patient. The item was retrieved during the same procedure and no additional surgical intervention was required. However, unintended items falling into the patient may require surgical intervention. At this time, it is unknown what caused the issue to occur. .

Event description:
It was reported that during a da vinci-assisted partial cystectomy surgical procedure, as the monopolar curved scissors (mcs) instrument was being removed through the cannula, the mcs tip cover accessory slipped right off into the patient. The item was retrieved right away, during the same procedure. It was noted that neither electrolube nor any other lubricant was applied to the instrument or accessory prior to installation. It was unknown whether the instrument's wrist was straightened as it was being removed through the cannula and whether there was any resistance felt during the removal. No image or procedure video was available for review. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.